Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty removing the clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a mis-key observed before entering the patient anatomy; however, the clip delivery system (cds) was inserted into the steerable guide catheter (sgc). The mitraclip was advanced to the left atrium, however, due to the mis-key, it was decided to remove the device. During removal of the cds, one of the clip arms got stuck on the soft tip of the sgc. An attempt was made to pull back to free the clip, however, was unsuccessful. The clip arms were then manipulated and were placed perpendicular to the sgc curve and the cds was slowly, successfully removed. There was no damage to the sgc. A new mitraclip xtr clip was implanted, successfully reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate identify any other incidents reported for difficult to remove from this lot. All available information was investigated, and the reported difficult to remove appears to be due to user technique/ procedural conditions as one of the clip arms got stuck in the sgc tip during removal. It should be noted that in the mitraclip instructions for use, clip delivery system insertion, states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. However, based on the available information, it does not appear that the user deviating from the IFU contributed to the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.